Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video found there was external fluid leakage at the connection of the header and the housing was visible. The reported condition was verified. As the actual device was not returned, the cause for the reported issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a revaclear 400 dialyzer an external dialysate leak was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.